Event description:
Approximately four months later, the device was explanted for normal battery depletion following multiple shocks delivered for true arrhythmias which saved the patient's life. The field representative was contacted and confirmed the device reached end of life (eol) and suspects this was due to the multiple shocks delivered. The field representative stated the device was returned, however boston scientific has not received the device to date. The field representative did not have a tracking number to verify device location.

Event description:
Boston scientific received information that this device displayed a charge time measurement of 18.9 seconds, with a battery voltage measurement of 2.57 v. The local area sales representative reported that the patient was increased to monthly follow up appointments due to the extended charge time measurement. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.